Event description:
A medtronic representative reported an alleged inaccuracy after completing navigated 3d spin in a spine surgery. The inaccuracy was thought to have been caused by frame movement. They took another 3d spin and were accurate. The surgeon completed the surgery using the system with no impact to the pt outcome.

Manufacturer narrative:
Per the reported event, the inaccuracy during navigation was due to reference frame movement by the operator, and not a malfunction of the device. The system behaved as designed.